Event description:
It was reported the patient had painful stimulation. The patient had pain in their left side from stimulation. The patient was reprogrammed and the event was considered resolved with sequelae of inadequate paresthesia coverage. The etiology was the programming/stimulation and was related to the device or therapy and unlikely related to the implant procedure. The patient had inadequate coverage in their lower extremities. The patient allowed their battery to discharge because they were not receiving adequate paresthesia. The discharged battery was related to the recharging process and subject non-compliance with recharging schedule. The recharging was related to the device or therapy and possibly related to the implant procedure. The patient had chosen not to recharge. No intervention had been taken for the inadequate paresthesia coverage and the event was considered ongoing. The patient was continuing to neglect reprogramming despite encouragement. Later it was reported that the patient requested that the device be explanted. Diagnostic methods included examination/palpation. Diagnostic results showed that the implantable neurostimulator (ins) remained discharged. The patient would not have reprogramming done. The patient stated that the implant was not successful although the trial was. Interventions included entire system explant. The outcome was reported as ongoing with no further action needed.

Manufacturer narrative:
Concomitant products: product ID 97740, serial # (B)(4), product type programmer, patient; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), im planted: (B)(6) 2014, product type lead. (B)(4).